Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy due to noise on the rv lead. Multiple episodes of non-sustained vt due to noise were also noted. The events happened during normal sleeping. In clinic, noise could not be reproduced with arm movement. Review of the strips confirmed noise on the rv lead. Programming changes and revising the lead was recommended. The lead was replaced. The patient was stable post-procedure.